Event description:
The manufacturer received information alleging an issue related to bipap device's sound abatement foam. The patient allegedly expired while using the device. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously received information alleging an issue related to bipap device's sound abatement foam. The patient allegedly expired while using the device. The device was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspection of the device was completed by the manufacturer and found no evidence of sound abatement foam degradation. The device's downloaded event log was reviewed by the manufacturer and found zero errors. The device was applied power and the device operated properly. The manufacturer concludes there was no evidence of sound abatement foam degradation.